Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter had an inaccuracy issue. The medical affairs specialist (mas) was able to correspond with the patient by telephone on november 6, 2008 and classified the complaint based on the following information received from the customer. The patient tests her blood glucose twice daily. She manages her diabetes via metformin 1000mg twice daily and glipizide 5mg once every morning. The patient indicated that she was not sure when the reported issue first occurred. During that time, she reportedly obtained "inaccurate readings" of "117mg/dl" and "185mg/dl" on the subject meter, performed within an hour. The patient also stated that another day (date not provided), in the morning and at night she obtained same readings in "100's" on the subject meter, which according to her were "erratic." She reportedly stopped using the meter since then, for the meter was not functioning properly according to the patient. The patient reportedly continued taking the usual dose of diabetic medications following the issue. After the reported issue, at an unknown day, she reportedly experienced "dizziness, sick to stomach and bottomed out due to low blood sugar." The patient reportedly did not test on the subject meter during her alleged symptoms. She stated that she borrowed a meter (unknown meter) from her friend and reportedly obtained a reading of "50mg/dl" on the other meter during the symptoms. She reportedly took food and/or beverage following her symptoms and reportedly felt better. During the troubleshooting, the cca noted that the patient was obtaining blood samples from her fingers. The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. The meter was set to the correct unit of measurement and the reported results were verified in the subject meter's memory. Replacement products were sent to the patient. There is no evidence indicative of a meter malfunction. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hypoglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.